Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. Customer¿s blood glucose value was 261mg/dl. Customer also had blank display but the display returned after troubleshooting. Customer also mentioned about the power loss alarm. Customer declined to troubleshoot for high blood glucose and was not able to troubleshoot for the pump error alarm. Insulin pump will not be returned for analysis.